Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-05953. It was reported that the patient presented to the clinic after receiving a vibratory alert. Once in the clinic the patient had ventricular fibrillation arrest and passed out; the patient was given cardiopulmonary resuscitation and was manually shocked through the device. Chest x-ray revealed that the left ventricular (lv) and right ventricle (rv)leads were rotated behind the device; the patient exhibited twiddlers syndrome. The leads exhibited failure to capture. The leads were capped and replaced on (B)(6) 2020. It was suspected that the patient might have experienced atrial fibrillation that was diagnosed as vf, as the rv lead had pulled back into the atrium. The patient was recovering.